Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please see medwatch reports # 2032227-2014-32062 and 304027595-2012-91073.

Event description:
It was reported that the customer received a no delivery message on the insulin pump during bolus delivery. The customer's blood glucose was 101 mg/dl. Troubleshooting was performed on (B)(6) 2012. Insulin exited during a manual prime. Upon removing the infusion set, it was found the cannula was bent. The customer stated he had recently changed the infusion set and did not have new insulin with which to fill another reservoir, so he was assisted in salvaging the reservoir and infusion set in place, and only changed out the insertion site. It was stated on the date of this report, that the no delivery issue was not resolved. On (B)(6) 2012, the customer received multiple no delivery alarms. The customer then decided to use manual injection as a method of treatment. Nothing further was reported.